Event description:
A report was received that the patient was having pain at the pocket site. The physician removed scar tissue from the pocket site. The patient was reportedly doing well.

Manufacturer narrative:
This is the final report.